Event description:
Had breast augmentation in early 2003. Saline smooth round mentor implants under the muscle. Shortly after, began experiencing neurological problems attributed to a cns neuropathy, cts and later to a perforated cervical disc which a discectomy and fusion was performed on at the c4 c5 level. The symptoms included, but were not limited to extreme fatigue, swelling in legs and feet, pain in arms, hands, shoulders, purple hands at times, diagnosed with severe raynaud's as well, inability to open doors, wash hair, problems with walking, manipulated buttons, writing, and holding a glass in my hands etc. These were rapidly progressive with no determined cause at the time. Neck surgery was performed and an MRI of brain discovered a brain lesion in the left frontal lobe. To make a long story short in the time since the implants, I have had a plethora of diagnosis that come and go including raynaud's, fibromyalgia, breast invasive carcinoma but was revised after removal of area to find that it had not metastasized yet and was now considered a high risk lesion, graves disease, glioma, cns neuropathy, sleep arousal disorder, and finally multiple sclerosis. I have had a surgical biopsy to remove a lesion, lymphectomy of the armpit, was scheduled for thyroid ablation, but opted out and my thyroid returned to normal within months. The blioma is not a glioma, but is ms type lesions in my brain which have continued to expand. Still have trouble with my arms and hand, but am able to walk without a cane now.